Event description:
The catheter was placed in 2007 and secured with steri strips and tegaderm dressing. During routine care, the nurse noticed that the catheter had broken just below the oval disk.

Manufacturer narrative:
We sent a shipping tube and mailing label to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 05 december 2007.